Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx0136 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that fluid leaks were found at the access site during infusion one month after catheter placement. After catheter removal, a rupture was found with the intravascular catheter.